Event description:
The MFR rep reported, the set screw damaged the dbs lead causing the number three electrode to become dislodged. The lead was left in place with the pt scheduled to come back in three weeks to check therapy efficacy. The pt was seen three weeks later, and had reported a loss of efficacy which was unrelated to the stimulation therapy. The loss of therapy had happened three days prior to the recheck. The pt remained at home in good condition. The pt was scheduled to see the hcp possible reprogramming the following week. Add'l info has been requested from the hcp but was not available on the date of this report.

Manufacturer narrative:
.